Event description:
The customer received a reading of 150mg/dl from her contour meter. Thirty minutes later, she ran another blood test on the meter and received a reading of "lo". Customer alleges to have passed out because of these readings. Additional information about the incident was not provided. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.